Event description:
It was reported that a device was used during unknown procedure. The hand piece locks out. Staff has tried with all blades in inventory with the same result. The case was completed with another hp053. There was no pt consequence.